Event description:
Healthcare professional reported "pain, visibility/palpability, granuloma, capsular contracture baker grade iii and crease folding and edema" device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, granuloma.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Healthcare professional reported "pain, visibility/palpability, granuloma, capsular contracture baker grade iii and crease folding and edema" device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported "pain, visibility/palpability, granuloma, capsular contracture baker grade iii and crease folding and edema" device has been explanted.